Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breach degradation breaching the outer insulation and exposing the outer located adjacent to the connector boot at 8.5 ¿ 8.8 cm from the connector pin. No electrical anomalies noted during testing.

Event description:
This report is to advise of an event observed during analysis.